Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2011 the patient's settings were different than what was programmed previously at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2011. The physician corrected the settings; however, the device frequency, magnet output, and magnet on-time were not corrected. The device was not interrogated prior to the patient leaving the office on (B)(6) 2011. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.